Event description:
Ambulatory infusion pump consistently fails to deliver the appropriate amount of meeication as programmed into the pump. Consistent underinfusion. Infusion profile: 139cc x 4 hrs. Total volume 556cc. Pump infuses 506cc instead of teh 556cc.